Event description:
It was reported that the patient had a return in symptoms about three weeks ago, and had experienced four days of symptoms over the past four weeks. On these days the patient experienced nausea, vomiting, and could not hold anything down. The patient stated that the stimulator was working most of the time and on an average the day the patient had vomiting relief with some nausea and a loss in appetite. It was noted that the patient's uncle passed away in the last months, which caused her stress. The patient called her physician and was given phenergan (promethazine hci) tablets, which helped some with the vomiting and nausea. It was noted that the patient was not able to get into the clinic soon due to transportation and a financial situation. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received from the hcp reported that the patient had some shocking from her pacer and experienced abdominal pain, so her settings were decreased. It was noted that this was not out of the norm. It was also noted that nausea and vomiting after implant was very common. The hcp did not think that the patient was having any complications, and reported that gastroparesis was difficult to manage and often took more than one visit to get the symptoms under control. It was reported that there was no medical intervention, no hospitalization and no patient injury.

Manufacturer narrative:
(B)(4): lead model 435135, serial# (B)(4), implanted: 2011-(B)(6), explanted: na; lead model 435135, serial# (B)(4), implanted: 2011-(B)(6), explanted: na.

Manufacturer narrative:
(B)(4).